Event description:
It was reported that the device would not turn on or off. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they had keypad harness loose, resolved by replacing keypad. A review of the device history record for (B)(6) was performed from (B)(6) 2018 to (B)(6) 2020 and confirmed that this device was previously returned for issues related to the complaint or service history. The database showed no production failures were on record for the device. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed that this device was involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(6). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. Based on the findings and the age of the device, service determined that the proximate cause of the reported issue was due to an electrical failure of the loose keypad harness on the keypad assy. The customer reported problem was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. The customer stated that there was no patient involvement.

Event description:
It was reported that the device would not turn on or off. There was no patient involvement.